Event description:
Upon interrogation of the pacemaker involved in this report, a same episode was recorded in device memories under atrial run episode and ventricular run episode. An explanation is required. Clarification related the egm length of the recorded atrial run episode was also requested.

Manufacturer narrative:
April 30, 2013. This event concerns a device that was manufactured and used outside the united states. Analysis is pending.